Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reported the tip broke during a procedure. No pt injury. On (B)(6) 2011, customer reports that the footplate broke off in the wound and was removed. Piece clearly fit the footplate so no x-ray. No pt injury confirmed.